Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose level. The patient declined further follow-up from customer technical support. No additional information was received regarding the outcome of the event.